Event description:
It was reported by service report that the brakes would not engage due to missing head and foot end roll pins. It was further found that the mattress could not fully adhere to the litter surface due to the velcro piles missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.